Event description:
It was reported the camera head does not work and there was no image. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation of no image and camera not working was confirmed. The device evaluation found the following additional reportable finding: failed leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: a damaged cable. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.